Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered multiple inappropriate shocks during two separate days. Technical services (ts) analyzed device episode data and determined that the first inappropriate shock episode was due to oversensing of myopotential noise while the following three shocks were two days later due to t-wave and p-wave oversensing. These occurred in the primary and secondary sensing vectors. Ts noted that the noise had been present since implant. This s-ICD system has been explanted and replaced with a non-boston scientific product. No additional adverse patient effects were reported. This product will not be returned as it was noted that the electrode was cut during extraction and the physician does not want to return the can for analysis.